Event description:
A trapease filter was implanted in 2003. The procedure was successfully completed and there was no injury to the patient. The diameter of the ivc was 20mm x 10mm. The filter was implanted in the inferior vena cava below the renal vein. The underlying desease was noted as deep vein thrombosis (dvt) of the lower extremities. The patient had a previous history of pulmonary embolism (unknown time frame) and fracture of the femur (unknown time frame). Post-implantation, the patient was on warfarin potassium, and did not have any additional surgery or procedures performed. The patient did not experience any further dvt or pe after filter implant, and was bedridden. During a follow-up of the patient in april of 2005, x-rays were taken and the filter was forund to be fractured. The product is not available for evaluation and testing.